Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer reports 3005099803-2009-03687 and 3005099803-2009-03692 for associated device details. It was reported to boston scientific corporation that two extractor rx retrieval balloons and a jagwire were used during a calculus removal procedure in the common bile duct. According to the complainant, the first device was inserted over the first guidewire without difficulty. The physician was unable to retract the catheter while trying to remove the third stone. This device was removed and was found cracked at the distal wire lumen. The second device was used with a second guidewire. The physician was unable to retract the catheter. The second catheter was pulled with force and became stretched. The third device was used with the second guidewire to complete the procedure. The first jagwire was later found to appear scratched. The physician suspects this may have occurred after the event. There were no patient complications reported as a result of these events. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).